Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse observed the customer's reported issue and replaced the battery to correct the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a functional check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) experienced a battery charging issue. It was reported that the battery in bay #1 was charging intermittently and did not reach the full charge status. There was no patient involved and no adverse event was reported.